Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3/4, rupture.

Event description:
Healthcare professional reported "rupture", "hypertrophy of the breast capsule", "capsular contracture grade iii-IV" and "breast pain, breast distortion, unnaturally hard nipple" . This record is for the left-side. Device has been explanted and replaced with a non-abbvie device .

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell and orientation dot assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture", "hypertrophy of the breast capsule", "capsular contracture grade iii-IV" and "breast pain, breast distortion, unnaturally hard nipple" . This record is for the left-side. Device has been explanted and replaced with a non-abbvie device .